Event description:
Information received by medtronic indicated that the custoner unable to see sg values in carelink partner account, and sensor lost connection with app. Troubleshooting was performed nad the issue was not resolved. No harm requiring medical intervention was reported. Int was unknow whether the customer continued using the mobilde app and the device was not returned for anlysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt was made to reproduce the issue by viewing the user in the carelink support application and confirming that the issue was reproducible. To aid in resolving the issue, an internal ticket (ocl-7911) was generated for the carelink development team to conduct further investigation. The software did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the carelink web app currently does not support simplera devices, resulting in an unsupported device message for users with simplera devices. Instead, the web app defaults to calling the guardian connect api. If there is no guardian data available for the user, an empty remote monitor is displayed. Analysis summary: carelink development confirmed that there is a code fix required for this issue and will be fixed in one of the upcoming releases. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.